Manufacturer narrative:
(B)(4).

Event description:
Customer reported "when I went to retract guidewire, I felt resistance and pulled the catheter out and found hole in catheter and a kinked guidewire." Issue was detected prior to patient use. No patient involvement reported. The catheter is captured in MDR report# 9680794-2022-00493.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter for evaluation. No spring wire guide (swg) was returned. Visual inspection of the catheter revealed a cut in the catheter body parallel to the body. Visual inspection of the swg was not able to be performed as no swg was returned. The total length of the catheter body measured 84 mm , which is within specifications of the nominal value 85 mm per endurance graphic. Dimensional inspection of the swg was not able to be performed as no swg was returned. Functional inspection of the swg was not able to be performed as no swg was returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not retract guidewire through needle while in vessel to reduce risk of guidewire damage and embolization. If it is necessary to withdraw guidewire once deployed, needle and guidewire should be removed as a unit." The complaint of a kinked swg was not able to be confirmed by a complaint investigation of the returned sample. The swg was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the swg, the complaint could not be confirmed and a root cause could not be established. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer reported "when I went to retract guidewire, I felt resistance and pulled the catheter out and found hole in catheter and a kinked guidewire". Issue was detected prior to patient use. No patient involvement reported. The catheter is captured in MDR report# 9680794-2022-00493.